Event description:
Malfunction of esu during tur of bladder tumor. The cutting mechanism was not working, a power surge occurred in the machine and may have caused a burn into the bladder. The lights and settings were flashing and changing erratically during the power surge.